Manufacturer narrative:
D4 - primary UDI number - unknown. B3 - date of event - unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the catheters appear to have difficulty perforating the skin and tend to become bent during insertion. This bending leads to leakage and recurrent catheter kinking, which in turn triggers repeated ¿occlusion¿ alarms on the pump, causing functional issues during use. There was no reported patient involvement.